Event description:
It was reported that a viper system final tightener tip broke off intraoperatively, and it was suspected by the physician that the tightener handle would not torque properly. No prolongation of surgery result or adverse patient effects. The tip of the instrument remains in the patient.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the viper2 final tightener driver showed a fracture located on the driver¿s distal tip. The device was sent to the lab for fracture analysis. A scanning electron microscopy analysis was performed on the fractured surfacted to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. They also show plastic deformation at the potential fracture termination site. Lastly, the analysis showed plastic deformation at a hexlobe feature of the driver. This indicates the failure potentially propagated from the hexlobes and around the center of the driver. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the viper2 final tightener driver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the viper2 final tightener driver was conducted. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause for the viper2 final tightener driver tip being broken cannot be positively determined. However, it was most likely due to unanticipated forces being placed on the driver during tightening. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.